Event description:
Medtronic received information that 10 years post implant of this annuloplasty band, the patient presented with shortness of breath. The band was explanted due to mitral regurgitation. The device was returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the ring was received in a specimen container with minimal solution in a zip lock bag. Solution residue was observed in the bag showing possible leakage. Two pieces of host tissue were received with the device. A pledget remained attached to the mid-section of the band. A cut noted through the cloth covering and molded silicone, exposing the radiopaque band, adjacent to one trigone marker, appeared to have occurred during explant. A large kink observed in the mid-section of the band appeared to be a possible fracture. A large remnant of glistening off white pannus remained attached to inflow aspect of the band. Two pieces of pannus were received. Pannus appeared to have been removed on the inflow during explant. Radiography showed a fracture in the mid-section of the band and traces of mineralization in the two pieces of host tissue and host tissue that remained attached to the band. Conclusion: reduced performance of the valve may be attributed to host tissue overgrowth. This finding is generally considered a patient related condition. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4). (B)(6).